Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process.

Manufacturer narrative:
One (1) retained sample was received from lot d530exe for visual review and testing. No defects or abnormalities were observed on the packages or devices. All devices met the current specification for a size # 2 pdo device including the usp tensile strength requirements.

Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. Sterile samples were not available for testing / review. Retained samples were not available for review. No photos of the surgical site or broken device were provided for review, if samples, photos or additional information become available at a later date, the samples, photos or information will be reviewed and results will added to the file. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: ¿ the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. Without receiving the lot number to review the device history records and testing results, receiving sterile devices from this same lot to review/test, receiving photos of the surgical site/broken device or receiving detailed information regarding the method utilized to anchor the device in the tissue, the patient¿s health status (age, weight) and quality of the tissue, details regarding post-operative activity, physical therapy or injuries or falls that may have occurred, a definitive root cause for the reported event cannot be confirmed with certainty.

Event description:
Sales rep reported that dr. Schmidt had to bring patient back that he performed a total knee on because knee capsule had shifted to the side. He opened knee up to find stratafix broken in the middle. He went to fix the issue pulled another stratafix and starting sewing and the suture broke. No patient harm.